Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 703:00 occurred. There was no patient involvement. The event occurred during programming/set-up in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 703:00 occurred was confirmed during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Additional information: this condition had the potential to interrupt delivery. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.